Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system did not deliver ultrasound. The footswitch was well recognized. The handpiece was replaced. There were no system messages displayed. Timing of the event and patient impact are unknown.. Additional information has been requested.

Manufacturer narrative:
The customer reported that system had no phaco power. The company service representative examined the system and was not able to confirm the reported event. The company service representative saw no system messages in the event log. Unrelated to the reported event, the company service representative replaced a nonconforming footswitch cable. The system was then tested and met all product specifications. The system was manufactured on february 1, 2008. Based on qa assessment, the product met specifications at the time of release. The customer reported that the phaco handpiece did not deliver ultrasound. The phaco handpiece was replaced. The phaco handpiece was not returned and the serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).